Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that they just found out that the device was removed on monday. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient kept feeling shocking sensation even with the device off and after it was removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare provider and a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was in the ER and wanted someone to check their implanted system because they thought there was something going on with it. Another healthcare provider then called to report that the patient was having severe back pain since the new ins was placed. It was stated that the pain had gotten worse over the past week and they had pain down their leg. It was also reported that the patient was feeling shocking sensation in their scrotum and down their leg for about a week. It was noted that the healthcare provider had known about this issue since monday. They had run diagnostics including an x-ray for lead placement at that time, and the ins had been off since then, but the patient was s till reporting these issues. Since the device was off the managing healthcare provider¿s office was questioning whether the patient¿s issue was stimulation related; it was noted that the patient has a history of nerve related issues in the family. The effect of lead placement on sensation was reviewed, and the rep reported that the lead was close to the nerve; during the last programming session the patient had sensation at .4v. It was noted that the rep would follow up with the managing healthcare provider. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.